Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon informed that when attempting to release the clip from the applier after clipping, one side of the clip was sticking to the applier. Surgeon also stated that this has been an issue recently. Customer removed 2 other clip appliers with the same lot number pending analysis of this clip applier and also removed the clips of the same lot number from service. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have two 2 bent grips, causing them to be misaligned. The offset at the tips was 0.20mm. The grips were not found to be cracked. The finding is related to the customer complaint. The complaint regarding clip was sticking when trying to release the clip was confirmed by failure analysis. The probable root cause of bent grips is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments.

Event description:
Refer to h11 for follow-up information.